Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The computer was replaced, however, the issue was not resolved. No devices were returned to the manufacturer for analysis. Other relevant device(s) are: product ID: 9735795. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the monitor went black during a case and the site had to reboot the system. After the reboot, the screen was operational and the site was able to complete the procedure. There was a 15-minute delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
Lot number of concomitant medical products is 19311931. It was reported that there were multiple cases on this system which was escalated to a full system swap. The monitor involved in this event was replaced and returned in a different case. See regulatory report 1723170-2020-01047 for further information. If information is provided in the future, a supplemental report will be issued.